Manufacturer narrative:
The check of the DHR of the lot numbers involved did not show any anomaly on the 66 adaptor taper and 63 smr trauma humeral body manufactured with these lot numbers. We have requested the explanted devices to be sent to us. We will analyze them and submit a final report.

Event description:
Smr hemi shoulder replacement was performed on the (B)(6) 2015. From the x-rays taken on the (B)(6) 2015 it was noticed that the adaptor was disassembled from the humeral body. From the x-rays it can be seen that there was no disassembling between the humeral head and the adaptor. Revision surgery was performed on the (B)(6) 2015. The event occured in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot numbers involved did not show any anomaly on the (B)(4) adaptor tapers and (B)(4) smr trauma humeral bodies manufactured with these lot numbers. Adaptor taper and humeral head (removed and replaced with the same size ones during the revision dated (B)(6) 2015) were returned to limacorporate and investigated, while the humeral body remained implanted. The explanted devices underwent a further dimensional check, which confirmed the absence of anomalies. We also performed a functional check with the adaptor + humeral head returned, and an available humeral body (as the one involved remained implanted). After connecting the devices, the taper coupling is very stable and it's not possible to move/separate the adaptor from the humeral body, confirming the full functionality of the adaptor involved in the incident. The available x-rays, dated (B)(6) 2015, show the disassembling between the adaptor taper and the humeral body. The incident occurred surely within 3 weeks since implantation, the exact date is unknown. The x-ray of the incident underwent a medical judgment: according to this judgment, the probable cause of the incident is the improper assembly of the components by the surgeon during the surgery dated (B)(6) 2015. The possible cause of this improper assembly is the presence of soft tissue or bone fragments in the locking mechanism between humeral body (male taper) and adaptor (female taper) before coupling the components. We report below an extract from the smr surgical technique steps after inserting the construct adaptor - humeral head on the humeral body: "make sure that the contact surfaces are perfectly clean and that the head or the adaptor does not contact the bone, as this could compromise the stability of the morse taper coupling. Lastly, secure the taper coupling by tapping with the humeral head impactor." Pms data: a total of 5 cases of post-op loosening/dissociation between adaptor taper and humeral body were reported, on a total of 32362 smr anatomic implants (revision rate: 0.015%). 3 of the above cases occurred in (B)(6), 1 in (B)(6), 1 in (B)(6). For all similar cases where the investigation is completed, we excluded product-related cases (root cause was a suboptimal implant technique). No corrective actions have been planned for this case. Limacorporate will keep monitored the market.

Event description:
Smr hemi shoulder replacement was performed on the (B)(6) 2015. From the x-rays taken on the (B)(6) 2015 it was noticed that the adaptor (model # 1330.15.270, lot# 1412088) was disassembled from the humeral body (model # 1350.15.020, lot# 1406330). From the x-rays, it can be seen that there was no disassembling between the humeral head and the adaptor. Revision surgery was performed on the (B)(6) 2015. The event occurred in (B)(6).